Manufacturer narrative:
The received device had the needle mechanism partially deployed and the formed needle exposed. The download data showed that the device finished second prime, but the linkage assembly failed to complete a full cycle. The needle was reset and failed to deploy, and the mechanism spring was found to provide insufficient force to fully extend and retract the linkage assembly.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l45416. Expiration date changed from unavailable to 7/12/2021. Model no changed from 14810 to 19191. Catalog no changed from zxy425 to zxp425 correction to g(5): PMA/510(k) # changed from k192659 to k162296. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Correction to h(4): device mfg date changed from unavailable to 1/12/2020.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the pink slide did not move forward; indicating the needle did not deploy. The pod was not worn and no adverse patient impact was reported.